Event description:
Patient representative reported capsular contracture IV, "severe pain", and "anxious because of recall". The device has been explanted. Left side.

Manufacturer narrative:
Additional, corrected and/or changed data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported capsular contracture (baker grade unknown), "severe pain", and "anxious because of recall". The device has been explanted. Left side.